Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed the following from an external and internal inspection a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, pca (printed circuit assembly), and the blower motor. Hairlike fibers on the interior of the ui panel and the blower motor. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. Potential no clean flux on the sd (secure digital) card slot on the pca. The device was missing the accessory module and sd cover flip doors, sd card, and the philips pollen filter. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Box h was updated in this report.